Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 510 mg/dl with large ketones. Healthcare provider (hcp) identified ketones as being dangerous. Manual injections were administered and fluids were consumed to address bg/ketones. Hcp alleged cause of event may be related to the infusion set; however, no specific details were provided. Although multiple attempts were made by tandem technical support to obtain additional information, the customer did not reply. Reportedly, customer changed the type infusion set used.